Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump history was missing data. The pump continued to deliver insulin as intended and there was no impact to the customer's blood glucose level.